Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a knee revision surgery, the two guardian scions that had the test stem of ct3 were broken and at least one of them remained in the patient, they tried to withdraw but were not able to remove it. For this reason the surgery is delayed about 5 minutes. Patient consequence: unknown.